Manufacturer narrative:
The device history records could not be reviewed, as the lot number was not provided. The filter was returned and it is currently under evaluation. The current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse effect.

Event description:
It was reported that in preparation for a scheduled retrieval of a vena cava filter, placed for deep vein thrombosis in eight months ago, it was found that a leg had allegedly fractured. The patient was asymptomatic. The filter was retrieved successfully last week. Reportedly, the leg was not retrieved and had endothelialized in the cava wall just below the renals. No patient injury.